Event description:
It was stated that the customer was hospitalized for high blood glucose levels above 400 mg/dl and pain. The customer had been experiencing high blood glucose levels for a couple of days prior to being admitted. The customer changed the infusion set, but her blood glucose levels remained high. The customer stated that she has a lot of scar tissue in her abdomen, and this is why her blood glucose level went high. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump also passed the prime and high pressure tests. Nothing further was reported.

Manufacturer narrative:
Information received from the (B)(4) study indicated that a patient experienced an intra-procedural myocardial infarction and an acute thrombotic event during a percutaneous intervention to implant a coronary artery stent. The patient's medical history is significant for angina, hypertension, diabetes and unknown allergies. The indication for the procedure was progressively worsening angina with a positive stress test. The target lesion was the ramus branch. The lesion was described as 95-99% stenosed. The lesion was pre-dilated followed by the deployment of a 2.5mm x 23mm cypher stent. The stent was post-dilated for optimal expansion. Final angiography revealed a lucency in the mid segment of the ramus distal to the stent, intravascular ultrasound was performed and there was no definitive evidence of a dissection. Subsequent angiography revealed marked lucency suggestive of dissection or thrombus distal to the stented area. Angiomax had been given intravenously and an act was performed revealing a value of 143 seconds. This extended to a bifurcation with 2 moderate size vessels. The patient was rebolused with angiomax and integrellin as well as a reopro bolus and continuous infusion of integrellin. An additional 2.5mm x 13mm cypher stent was implanted distal and overlapping the first stent. Poor flow persisted distally so aspiration was performed. Brisk flow was restored to the side branch but the distal segment of the main branch remained occluded with thrombus and remained so at the termination of the case. The patient remained asymptomatic with no real chest pain. Conclusion of the cardiac catheterization report successful pci and stent deployment the proximal and mid ramus marginalis using cypher stent with complete thrombotic occlusion of the distal vessel. Review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Myocardial infarction and acute thrombosis are known potential adverse events associated with the procedure. It is recommended that an act be greater than 250 seconds while performing pci. Review of the information provided suggests that insufficient anticoagulation related to pharmacological factors may have contributed to the reported event.

Event description:
A peri-procedural myocardial infarction (mi) was reported in the anterior/lateral segment of the heart. It was noted that the mi required revascularization and mostly likely occurred after placement of the stent. Subsequent angiography revealed marked lucency suggestive of thrombus. The patient was re-bolused with angiomax and integrilin bolus and a drip was initiated. An additional 2.5 x 13mm cypher stent was placed. Aspiration was conducted. The patient was enrolled in the (B) (6) study on (B) (6) 2010 with a lesion in the ramus branch. The lesion had 95 to 99% narrowing in its proximal segment. The patient was admitted due to chest pain. The lesion was pre-dilated and a 2.5 x 23mm cypher stent was implanted. The stent was then post-dilated. The patient has a lesion in the diagonal branch, a lesion in the mid circumflex and a lesion in the ostial right coronary artery left untreated. Final angiography revealed lucency in the mid segment of the ramus distal to the stent. An intravascular ultrasound was reviewed, and there was no definite evidence of a dissection.

Manufacturer narrative:
Addendum: based on the additional information received via cec adjudication minutes, the previously reported complaint of thrombosis ((B)(4) 2010) no longer meets the criteria of an MDR reportable event.

Manufacturer narrative:
The following products were use during the index procedure: a 6f pigtail catheter, a 6f jl4 and jr4 catheter, a 3.5xb guiding catheter, a 2.5mm balloon catheter and a 2.0mm balloon catheter. Additional information will be submitted upon 30 days of receipt.